Event description:
The manufacturer received information alleging a ventilator will not provide pressure. There was no harm or injury reported. The device has not yet been received for evaluation by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to provide pressure. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.